Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the monitor did not display images. The issue was temporarily resolved after multiple restarts. The same issue reoccurred again, and to resolve the issue permanently, philips engineer replaced the flex vision pc, hard disk spare parts, and reloaded software. After replacement, the system was returned to good working condition.

Event description:
It has been reported to philips that the monitor did not display images. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.